Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The vascular access site was radial artery. The 100% stenosed lesion was located in a calcified right coronary artery. The apex monorail 15mm x 2.50mm was used for predilatation and ruptured. Number of inflations and to what atmospheres is unknown. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is okay.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The vascular access site was radial artery. The 100% stenosed lesion was located in a calcified right coronary artery. The apex monorail 15mm x 2.50mm was used for predilatation and ruptured. Number of inflations and to what atmospheres is unknown. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the hypotube was severely kinked at various locations along its length. A microscopic examination of the balloon could not identify any tears or holes in the balloon material. There was a large build up of solidified contrast media present inside the balloon and inflation lumen. Several attempts to inflate the balloon failed. The device was immersed in warm water in an attempt to dissolve the contrast media, however all additional attempts to inflate the balloon failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).